Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, instead the device log was provided for review. The customer's report was observed during review of the device data logs. The logs show intermittent failures of the automatic and manual 30j self-tests via paddles, as well as inconsistent impedance readings during testing. The data suggests the device did not properly recognize the short condition during the 30j test. It is recommended that the function of the multi-function cable, paddles, and the connection points between the paddles and the device be verified. Analysis of reports of this type has not identified an increase in trend.